Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient was having a difficult time with their pump and was uncomfortable. The patient was not tolerating the pump well. Since the placement the patient was experiencing constipation and was unable to move their right leg with several other side effects. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was noted the issue was not resolved.

Manufacturer narrative:
H1, h6 correction / update: the patient code e012203 (c50687) was previously coded in error. As a result, the type of reportable event is no longer considered a reportable serious injury. H10: review of this MDR and / or additional information received shows that there was no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received via a consumer. The patient was receiving dilaudid (hydromorphone) of an unknown concentration via an implantable pump for unknown indications for use. Regarding dilaudid, ""bolus .02bolus mg/day¿ and then 25 mg/day was stated. It was reported that the patient was not doing well. The patient was 95 pounds. The pump was implanted on the right side but was placed in an awkward place. When the patient bends over, the pump hits their thigh and they cannot feel the right leg. The patient's leg felt frozen on the right side from the thigh to the foot, and as the day goes on the numbness moves up to the belly button. The pump was making their pain worse and they were constipated. The patient was questioning if the healthcare provider hit a nerve. It was indicated that this all had been going on since implant.